Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the piece that clip the replacement heads had loosened up over the years. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the piece that clip the replacement heads had loosened up over the years. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: a review of the data associated with this complaint category revealed no adverse trends. Field sample has not been received a no lot number was provided. Complaint could not be considered confirmed since customer unit was not received. History of changes demonstrates adequate controls did not show any gaps in the production process that could potentially affect the product. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.